Event description:
It was reported, that during a surgery, the surgeon used a xia3 for an l4-s1 arthrodesis. When tightening the polyaxial xia 3 screw diameter 7.5 x 50mm in s1, the tulip has deviated when tightening the nut. The surgeon then removed the nut, removed the screw in s1, right side, then replaced the screw, re-inserted the rod and a new nut.

Manufacturer narrative:
Method: complaint history review; risk assessment. Results: it was reported that the xia 3 titanium polyaxial screw dia 7.5 x 50 mm tulip splayed from the screw during surgery, but could not be confirmed since the product was not returned for evaluation. Alignment of the blocker / cross threading has been implicated as a likely contributor to tulip splay in previous complaints. The anatomical location, alignment of the instrumentation, and amount of applied stress on the components are all likely contributing factors, but a single most likely cause could not be identified. Conclusion: alignment of the blocker / cross threading has been implicated as a likely contributor to tulip splay in previous complaints. The exact cause could not be determined and is likely multifactorial.

Event description:
It was reported, that during a surgery, the surgeon used a xia3 for an l4-s1 arthrodesis. When tightening the polyaxial xia 3 screw diameter 7.5 x 50mm in s1, the tulip has deviated when tightening the nut. The surgeon then removed the nut, removed the screw in s1, right side, then replaced the screw, re-inserted the rod and a new nut.